Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through the lantern delivery microcatheter, the physician encountered resistance and was unable to advance the coil pass the last three centimeters from the tip of the lantern. The physician made three to four attempts to advance the ruby coil out of the lantern; however, on each attempt, the coil got stuck at the same position. Therefore, the ruby coil was removed and the procedure was completed using five new ruby coils and the same lantern. It should be noted that the physician did not use a rotating hemostasis valve (rhv) but did flush the lantern after each coil. There was no report of an adverse effect to the patient.